Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The connector was cracked, and the green (+3.3v) and black (main batt) wires were open in the cable. The root cause for the open wires was excessive force on the cable section. No adverse event resulted from the open wires.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt was unable to communicate with a monitor.